Event description:
It was reported that the patient underwent bilateral l2-l5 laminectomy, partial medial facetectomy with l4-5 foraminotomies. The patient underwent l2-5 spinal fusion with right iliac crest bone graft (icbg) plus rhbmp-2/acs, 30cc cancellous allograft chips and legacy instrumentation. The bmp was placed in the posterolateral gutters. Seven months post-op, the patient presented with moderate left lateral buttock and anterior thigh pain with burning and numbness and tingling. The l5 screws had lucency around them. The patient's last follow up exam was performed at 13 months. Bone healing was undetermined.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA (B)(4) was first notified of these events on the 24th of july 2013."